Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll w/ndl eclipse 25x1 rb contained foreign matter. The following information was provided by the initial reporter: "verbatim: pharmacy technician opened package to draw up dose of covid 19 vaccine and reported that needle tip was contaminated with a dark brown substance. Syringe was reported with no issues and was disposed. Needle kept to report and was not used."

Manufacturer narrative:
Investigation summary: two photos were received by our quality team for evaluation. From the photos, a brown stain-like foreign matter was observed on the eclipse hub. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on a similar complaint, the foreign matter was determined to be a phthalate ester compound which matches with the oven oil from the assembly machine. The probable cause of the foreign matter could be that there were leakages from the exhaust pipe which resulted in the oven oil to be dripped down to the machine cover gaps and landed on the eclipse hub surface. The brown foreign matter could also have stained the eclipse shield and bottom web during subsequent processing. The exhaust pipe has been replaced and the current exhaust pipe is verified, and no leakages were observed. This incident has been added to our database of reported incidents.

Event description:
It was reported that syringe 3ml ll w/ndl eclipse 25x1 rb contained foreign matter. The following information was provided by the initial reporter: "verbatim: pharmacy technician opened package to draw up dose of covid 19 vaccine and reported that needle tip was contaminated with a dark brown substance. Syringe was reported with no issues and was disposed. Needle kept to report and was not used."